Event description:
It was reported the subject device had no fluid coming out of the injection needle. The issue was found during an unspecified therapeutic procedure. No patient harm was reported by the customer.

Manufacturer narrative:
Updated fields: d8, d9 - device available for evaluation, d9 - date returned to mfg., h2, h3, h6, h11. Corrected fields: b5, d4 - lot #, d4 - expiration date null. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device was discovered to fail to pass saline through the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the injector and sheath set had no fluid coming out of the injection needle. There were no reports of patient harm.